Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the pocket was closed, this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rv rate sense channel. Pacing inhibition greater than two seconds of asystole was noted. Additional information received from the field representative indicated that the device was left off for an hour. However, the device was turned on and there was no oversensing observed. This device remains in service. No additional adverse patient effects were reported.